Event description:
Caller reported a cartridge alarm on the tandem mobi pump during the loading process. There was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support confirmed the cartridge alarm issue and decided to replace the pump after verifying that the issue was not due to exposure to magnets and that the alarm had appeared with consecutive cartridges.